Event description:
A weld on the calf support mounting bracket broke during a delivery. No injuries were reported.

Manufacturer narrative:
The hill-rom field technician stated "the weldments were not good"; however the facility would not release the parts to hill-rom, therefore no engineering analysis was performed. The hospital staff refused to release any detailed information pertaining to the alleged incident. The serial number was not released due to the account removing the foot supports and calf supports, keeping them in a separate room, and using them on an as needed basis, so no certain foot/calf support stay on any particular bed. The facility replaced the mounting bracket.